Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (Importer). This report has been identified as b. Braun medical internal report # (B)(4). The actual sample involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigtion results become available.

Event description:
As reported by the user facility: the customer called to state that a pump was in service infusing a patient when the pump cord experienced a thermal event. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report # (B)(4). No sample was received for evaluation; however photographs of the defective product are available for evaluation results. The photographs and all available information were forwarded to b. Braun melsungen for further evaluation. Manufacturer results: the provided pictures were examined. According to the pictures the power supply seemed to be in bad condition and showed heavy marks of use. The male connector of the extension cable was melted down. Assumedly a high amount of fluid caused this thermal damage. Fluid residue could be found between the male connector of the extension cable and the female connector of the power supply unit. Based on previous test in the past have shown that damages of this nature are the result of fluid ingress. It should be noted that the instruction for use (IFU) for the space pump state "protect the device and the power supply from moisture" and iso symbol to protect from moisture is displayed on the power supply.